Event description:
Bayer medical care was notified of an extravasation that occurred during an enhanced CT scan while a patient was connected to a medrad® stellant CT flex injection system. Post injection, the customer reported that approximately 70 ml of contrast extravasated at the patient's left antecubital injection site. The affected extremity was elevated, and ice/warm compresses were applied. The patient was transported by vehicle to the ordering physician's office for further evaluation. Post care instructions were provided, and the patient was reportedly waiting for the swelling and pain to subside.

Manufacturer narrative:
A system service check of the medrad® stellant flex CT injector (sn (B)(4)) was completed on august 29, 2022, which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The stellant disposable set that was in use during the procedure was discarded by the site and unavailable for evaluation. The customer was unable to provide the lot number of the disposables used during the incident; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been made to the customer and was declined. The site continues to use the medrad® stellant flex CT injection system after the reported event with no further issues reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.